Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 20-aug-2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4) yielded a high concern bacterium (acinetobacter refrigeratorensis) after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified 36 colony forming units(cfu) as comprising of the following 7 total isolates: 1 - positive rods - bacillus cereus 2 - variable coccobacilli - acinetobacter refrigeratorensis 3 - positive cocci - micrococcus luteus/ m. Yunnanensis 4 - positive cocci - micrococcus luteus 5 - positive cocci - staphylococcus hominis 6 - positive cocci - kytococcus sedentarius 7 - positive rods - bacillus simplex study number: (B)(6). The long term loaner duodenoscope was received by pentax medical for evaluation on 29-aug-2019. The duodenoscope was inspected by pentax medical service on 11-sep-2019 and the following inspection findings were documented: operation channel- primary mild scratch inside. Distal tip annual maintenance. Distal cap - fixed type passed epoxy seal integrity inspection. Passed wet leak test. Passed dry leak test. Fluid invasion not observed in pve connector. Fluid invasion not observed in control body. The duodenoscope underwent repairs including the following components: air/water tube. Deflector operating wire. Deflector staycoil. Operation channel. Bending rubber. Distal case/cap. O-ring(0.5x1.3). This is the first time pentax model ed-3490tk, serial number (B)(4) has been returned for serviced at a pentax facility since the device was put into service on 31-oct-2018. The video duodenoscope is currently awaiting qc final approval and organic resampling as of 19-sep-2019.